Manufacturer narrative:
The technician replaced two roller bushings and the brake caster, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brake pedal will not remain engaged and the brake caster swivels, when the brakes are engaged, resulting in the brake will not hold.